Manufacturer narrative:
H3, h6 part of the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found the device wwas received for evaluation. The anchor had been fully deployed and was not returned with the device. There was debris on the distal tip and dried saline on the torque limiter. The distal tip of the outer shaft had fractured from the device and was returned detached. A functional evaluation revealed the torque limiter functioned. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as pre-cautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the distal end. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use in a hip arthroscopy w/labral repair, the surgeon implanted 4 bioraptor knotless anchors. 3 of the 4 broke. On the first implant, the inner locking plug was not sent all the way down to lock the suture. On the next two, the inner metal mechanism that sends the plug down, broke off in the body of the anchor. The surgeon was able to use a grasper to grab the metal piece, and remove it from the patient. The patient outcome is good. A delay less than or equal to 30 minutes was reported. The procedure was successfully completed with the same device. No other complications were reported.